Event description:
It was reported that a balloon rupture occurred. A 2cm peripheral cutting balloon was selected for use during a patient procedure for a stenosed lesion. During the procedure, after two inflations, the balloon ruptured after ablation was performed twice in the blood vessel. It did not increase up to "rpb." The procedure was completed with another of the same device. There were no patient complications reported. The patient's condition after the procedure was stable. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was unfolded which indicates that it had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 8mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to the balloon damage. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted along the length of the shaft. The rated burst pressure of this device is 10atm. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 2cm peripheral cutting balloon was selected for use during a patient procedure for a stenosed lesion. During the procedure, after two inflations, the balloon ruptured after ablation was performed twice in the blood vessel. It did not increase up to "rpb." The procedure was completed with another of the same device. There were no patient complications reported. The patient's condition after the procedure was stable.